Manufacturer narrative:
Conmitant medical products: other relevant device(s) are product ID e vproplus-26us, serial/lot #: (B)(4), ubd: 08-dec-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the aortic valve area measured 0.5 cm2 and the peak to peak gradient measured 80 mm. A pre-implant balloon aortic valvuloplasty (bav) was not performed due to a calcium score of 1200. The valve was implanted. Upon removal of the delivery catheter system (dcs) over the wire, the valve dislodged into the aortic position as the nose cone came through the inflow portion of the valve. The valve was positioned in the aortic arch. A new transcatheter bioprosthetic valve was loaded and a balloon aortic valvuloplasty (bav) was performed. The new valve was implanted successfully at a depth of 3 mm with no residual gradient and no paravalvular leak (pvl). No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: it was reported that the valve was attempted to be positioned and was recaptured due to sub-optimal positioning and valve constrained. Recapturing is a feature of the evolut pro+ system that allows for additional attempts at accurately positioning the valve. The still photo image clips were received for review. The imaging provided confirms the first valve system is severely constrained at 80% deployed and trending deep in position, and the second valve system appears to be trending in a good position. There is no imaging provided confirming the additional comments stated in this event description. Various potential factors can influence inaccurate delivery/positioning difficulty include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of native anatomy as well as procedural complications, tension applied on the delivery catheter system (dcs) dur ing positioning and a number of others, and the cause of the suboptimal placement could not be determined with the information available. The reported event also indicates that the valve was deployed while removing the dcs, as the nosecone of the dcs came through the inflow portion of the valve, the valve dislodged. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut pro+ instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. With the limited information available, the root cause of the dislodgement event cannot be conclusively confirmed/determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties and dislodgement do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Updated h.6 - device code, eval method, eval results, eval conclusion codes. Additional information was received that during the first deployment, the valve appeared constrained and deep at an approximate depth of 8-10 mm. The valve was recaptured. The valve was repositioned and deployed to 80% a second time to a depth of 2 mm and 4-5 mm. The valve again appeared constrained. The valve was released slowly. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Based on the available information, a root cause for the valve under-expansion could not be conclusively determined. Updated data: h6 method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.